Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the avea ventilator was experiencing an fio2 percentage issue. When the unit was set at 21%, it was reading 40 with no alarm. Patient involvement is unknown as of this time.